Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00136 on july 12, 2023. An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report that a falsely elevated ca 19-9¿ (ca 19-9¿) result was generated on a patient sample on an atellica im 1600 analyzer. July 03, 2023 additional information: siemens reviewed the environmental-air sensor status logs provided for the customer's atellica im analyzers. This showed the patient sample was tested multiple times using reagent lot 517: 2023 (B)(6)atellica im s/n (B)(6) result: 38.6 u/ml using a calibration from 2023 (B)(6). 2023 (B)(6) atellica im s/n (B)(6) result: 41.8 u/ml using a calibration from 2023 (B)(6). 2023 (B)(6) atellica im s/n (B)(6) results: 45.3 and 43.8 u/ml using a calibration from 2023 (B)(6). 2023 (B)(6) atellica im s/n (B)(6) results: 44.3 and 45.7 u/ml using a calibration from 2023 (B)(6). July 14, 2023 additional information: siemens investigated and the atellica im analyzer is performing as intended. The cause of the discordant result seen by the customer when using atellica im ca 19-9 lot 517 could not be determined but siemens cannot rule out normal assay performance. No further evaluation of the device is required. In section h6, the investigation finding and investigation conclusion codes were updated.

Event description:
A falsely elevated ca 19-9¿ (ca 19-9¿) result was generated on a patient sample on an atellica im 1600 analyzer. The sample was repeated on an alternate atellica im 1600 analyzer and recovered lower than the erroneous result. The next day the sample was repeated on another alternate atellica im 1600 analyzer and recovered similarly lower than the erroneous result. The result of 38.6 u/ml was reported to the physician, as the correct result. There are no known reports of adverse health consequences due to the falsely elevated ca 19-9¿ result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report that a falsely elevated ca 19-9¿ (ca 19-9¿) result was generated on a patient sample on an atellica im 1600 analyzer. The calibrations and quality controls were acceptable at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse repaired a leak in the tertiary reservoir and verified that the value of the tertiary packaging was within the expected range. The customer noted that the sample was clear, however, with several small fibrins. Siemens healthcare diagnostics is investigating.